Event description:
The customer reported " the new masimo rd set o2 probes are constantly having the protective covering to the wire come undone and expose the wires requiring more frequent changes of the whole o2 saturation probe rather than just the sticker. Since the change, registered nurses (rns) are noticing more of an issue with wire exposure and integrity, more frequent changing of the entire cord due to this and issues with the o2 sat probes not picking up at times compared to the previous brand we used and requiring a change even if the cord is intact." There were no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.